Event description:
On (B)(6), the patient reported that the up arrow button required multiple button presses to activate desired pump functions. The issue reportedly started a week ago and is occurring more frequently. She says she has to push the button multiple times and it is not clicking or springing back. The patient does not clean the pump. This complaint is being reported because the alleged button issue was not resolved through troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012: testing confirmed the down button was intermittently unresponsive. There was no visible damage to the keypad, which was removed for investigation.